Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced two infusion set cannula bent events on (B)(6) 2024. Both the events occurred after three hours of insertion and the insertion site was at abdomen. The infusion sets was in use for one and a half day. The blood glucose level at the time of events was 450 mg/dl and patient resolved it by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. E1: patient city: (B)(6).